Manufacturer narrative:
The cartridge and the intraocular lens were returned to the manufacturer for evaluation. Visual inspection of the return cartridge revealed that the cartridge was cracked including scarce amounts of viscoelastic solution. The reported complaint of cartridge was broken is confirmed. Visual inspection of the return lens showed that there were fibers and loose particles, scarce amounts of viscoelastic solution in the surface, and one of the haptic is distorted. The lens condition is consistent of a lens that was being handled and prepared for surgical process. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for the proper use and handling of the device. The manufacturing record review was performed. The product was manufactured and released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There was no patient contact reported. Concomitant product: zcb0000230 lens, serial #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that upon receipt, the component is missing, broken injection or cartridge was broken. In follow-up, it was reported that the customer was not sure if the event occurred upon opening the package. Reportedly, there was no patient contact. No further information was provided.